Event description:
Rn reported home pt (hp) had the "white mechanism break during an exchange, plastic sheered off." Noted during use. The hp received a transfer set change and an effluent culture was collected. Rn reported set was approx 2 months old. No pt injury or medical intervention was reported per rn.